Event description:
It was reported that a patient came in for follow-up following the observation of t-wave oversensing. During follow-up a lead revision was scheduled. During revision it was discovered that the lead showed signs of insulation failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that a patient came in for follow-up following the observation of t-wave oversensing and fluctuating r-wave size. During follow-up a lead revision was scheduled. During revision it was discovered that the lead showed signs of insulation failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.